Event description:
The patient reported they had been hospitalized in march due to issues with their kidneys. The patient experienced hypoglycemia with blood glucose levels reaching 29 mg/dl after inadvertently using both the pod and receiving hospital-administered insulin simultaneously. Symptoms reported include asthma, chest pain, abdominal pain, and swelling. The patient was treated with an unknown medication to lower potassium, sodium, and treat kidneys. The patient also received insulin. The patient was diagnosed with kidney failure. It was noted that the patient did not know the exact date they went to the hospital but stated they were admitted for 8 days in (B)(6) 2026. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.